Manufacturer narrative:
Corrected device lot number from 16745977 to 0016594682. Corrected device expiration date from 01/31/2016 to 11/30/2015. Corrected device manufactured date from 02/24/2014 to 12/12/2013. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out and it was noted that the fiber optic cable and air hose were cut/removed from the device by the user. The handshake connection was inspected and no damage was noted. A kink was noted in the distal coil, near the burr of the catheter device. The burr was microscopically examined and observed that the annulus was damaged/blocked. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03006. It was reported that a burr became stuck on the wire. The target lesion was located in a severely calcified coronary artery. A 330cm rotawire and a 1.25mm rotalink¿ plus were selected to treat the target lesion. During procedure, it was noted that rotawire was deformed and was stuck with the burr. The rotawire and the burr were removed together. The procedure was completed with another of the same burr and rotawire. No patient complications were reported and the patient's status was good.

Event description:
Same case as MDR ID: 2134265-2015-03006. It was reported that a burr became stuck on the wire. The target lesion was located in a severely calcified coronary artery. A 330cm rotawire and a 1.25mm rotalink¿ plus were selected to treat the target lesion. During procedure, it was noted that rotawire was deformed and was stuck with the burr. The rotawire and the burr were removed together. The procedure was completed with another of the same burr and rotawire. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).